Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material at grip, air/water-cylinder, boot, air/water-tube, c-cover and bending section cover glue occurred due to reprocessing was not conducted properly due to leakage from scope connector. In addition for the phenomenon of "delay of the procedure due to image disappearance" was cause by handling by the user, leakage occurred from scope connector, which led to water invasion of the device. Subsequently, abnormality occurred at electronic parts, and image disappeared during the procedure, which led to delay of the procedure. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope grip (between rubber cover and grip), air/water cylinder, air/water tube, image guide protector, plastic distal end cover, and the adhesive on bending section cover exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.